Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval no. Investigation summary: bd was unable to perform a thorough investigation as no material number, sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that 2 unspecified bd¿ catheters splintered during the insertion. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "I am writing to inform you that we have had several issues with the bd IV catheters splintering upon insertion. There are 2 event reports filed, however I have been told of 2 additional occurrences of this happening... We have seen a trend in a higher number of IV infiltrates occurring on the unit and it is uncertain if the defected catheters could be a root cause, however, if they are splintering/splicing they could potentially perforate the vein wall within some reasonable amount of time..".

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 2 unspecified bd¿ catheters splintered during the insertion. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "I am writing to inform you that we have had several issues with the bd IV catheters splintering upon insertion. There are 2 event reports filed, however I have been told of 2 additional occurrences of this happening...we have seen a trend in a higher number of IV infiltrates occurring on the unit and it is uncertain if the defected catheters could be a root cause, however, if they are splintering/splicing they could potentially perforate the vein wall within some reasonable amount of time."